Manufacturer narrative:
Initial reporter city: (B)(6). The synergy xd 2.75 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified no stent damage. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a partial break on the hypotube laser-cut region at 21cm distal to the hypotube/midshaft bond. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
Reportable based on the device analysis completed on (B)(6) 2021. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 2.75 x 38mm synergy xd drug-eluting stent was advanaced for treatment. However, during the procedure, the device encountered resistance while reaching the lesion. The device was removed and it was noticed that the shaft was kinked. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a partial shaft break.